Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies. After observing proper device operation through functional and performances testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an electrically open transformer, designator t1. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it gave a constant "connect electrodes" message, indicating that the test patient load could not be detected. Additionally, the device would not charge and, as a result, would not shock when prompted.